Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the flexible drill driver shaft broke into two pieces. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d5; g3; h2; h3; h4; h6. Visual examination of the returned product identified the flexible drive is confirmed to be fractured within the flexible shaft near the drill bit connection end. The silicone sleeve is torn in 2 places. The hudson end shows signs of use with nicks and scratches. No other damage was noted during visual evaluation. The fracture surface was further analysed through sem, and fatigue striations were observed which suggests the fatigue mode of failure. Device has an approximate field age of 8.5 years. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.